Manufacturer narrative:
Per tandem¿s user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. Reportedly, the customer overfilled and reused the cartridge. A cartridge change was performed to address the issue. Customer's blood glucose level ranged from 120-140 mg/dl. Tandem technical support educated customer regarding cartridge/insulin labeling.